Event description:
It was reported that this device exhibited high out of range shock impedance. The shock lead impedance (sli) value was found to be greater than 200, which is outside the normal range. It was discussed that likely one of the three averages was saturated, potentially causing the out-of-range reading. The healthcare provider (hcp) was advised to bring the patient into the clinic to clear the alert and to perform a vector breakdown of the sli. At the time of the alert, the patient's activity was unknown, as the hcp had not yet contacted the patient. Prior to the alert, the sli had been stable in the 40s. No noise was observed on the rv egm, and all other lead measurements were within normal limits. No adverse patient effects were reported.